Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 devices released clips without closing or sealing vessels. Another device was used to complete the case. The or time was extended. The devices were discarded.